Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a heel warmer. The customer reports that the heel warmer exploded. It splattered on the nurse's face, neck, chest and hands. The nurse experienced burning and washed it off and was seen by employee health.